Manufacturer narrative:
Corrected information found in section d4 lot number and primary UDI number. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed alinity c co2 results for two patients. The following data was provided normal range (22 ¿ 29 meq/l): pt 1 initial result <5 meq/l, repeated 24 meq/l, pt2 initial result <5 meq/l, repeated 28 meq/l. Both results were auto released. Doctor called questioning results. Customer reran both samples on same instrument. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity c carbon dioxide reagent lot 66642uq07 was identified.

Event description:
The customer observed falsely depressed alinity c co2 results for two patients. The following data was provided normal range (22 ¿ 29 meq/l): pt 1 initial result <5 meq/l, repeated 24 meq/l, pt2 initial result <5 meq/l, repeated 28 meq/l. Both results were auto released. Doctor called questioning results. Customer reran both samples on same instrument. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed alinity c co2 results for two patients. The following data was provided normal range (22 ¿ 29 meq/l): pt: (B)(6) initial result <5 meq/l, repeated 24 meq/l, pt: (B)(6) initial result <5 meq/l, repeated 28 meq/l. Both results were auto released. Doctor called questioning results. Customer reran both samples on same instrument. No impact to patient management was reported.